Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr had been performed on an unknown date, the r3 3 hole acet shell 52mm was noticed to be mispositioned and at risk of dislocating. X-rays post-op showed the cup to be too open and the head starting to migrate superiorly a revision surgery was performed on (B)(6) 2024, in which the cup size was reamed up from a 52mm to a 54mm. The patient's hip is now stable.

Manufacturer narrative:
D4 and d10 have been updated. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the acetabular shell. This device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions. This complication may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.